Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 bisector jaws bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 10/11/2019. An investigation was conducted on 01/08/2020. Signs of clinical use and heavy amounts of blood and char tissue was observed on the jaws and heater wire. The heater wire was observed to be slightly flexed away at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The shaft near the tip was observed to be bent slightly closest to the base of the jaws. There was also peeling of the shaft observed, exposing the center of the shaft. The peeled shaft material was not returned for evaluation. Based on the returned condition of the device, the reported failure "material twisted/bent wire¿ was confirmed as well as the analyzed failure ¿material twisted/bent; shaft¿ as well as for the analyzed failure "peeled shaft". The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. Specific actions for the reported failure mode "material twisted/bent are being maintained and documented under maquet's failure investigation report (fir) system.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 bisector jaws bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.